Manufacturer narrative:
Insulin pump did not alarm a button error. Insulin pump had an intermittent button response due to corroded keypad trace. Insulin pump received with minor scratch on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they were administering a bolus when alarm occurred. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but she did fall asleep with the device attached. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.